Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hardware damage issue was verified, but the cartridge damage issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Additionally, it was reported that an o-ring was on the pneumatic tap. There was no reported adverse impact to the customers blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.